Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 the consumer stated they thought the "pump battery may be going dead" and repeated previously reported information.the pump location was reportedly uncomfortable. The pump was currently delivering a "10%" dose of hydromorphone at "1.75/day." The consumer was provided with physician listings. The consumer reported concomitantly taking keppra and oral dilaudid "every now and then," which he stated made him sick/agitated.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 additional information was received from a healthcare provider (hcp) and the consumer. The healthcare provider reported that the patient complained that they can't sleep because, the pump goes off (alarms) every 10 minutes. The patient described this as a vibration and loud noise and the pump was vibrating in their stomach each time it alarms. The patient currently did not have a physician as the patient was dismissed by their physician over a disagreement they had with the patient's medication. The patient was seeking a new physician. The patient was given oral dilaudid. The patient was also having seizures.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n0047989, implanted: (B)(6) 2006, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient reported that their pump was alarming. The critical alarm began on (B)(6) 2015. It was reported that the pump was empty and the patient had no one to turn to. The patient reported that "neuroscience" would not take the patient because they had dilaudid in the pump instead of morphine. No symptoms were reported. The pump system was delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).